Manufacturer narrative:
(B)(4) - leaflet vegetation. Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Moreover, the subject serial number was traced back to the sterility lot; and the complaint database indicates no other related endocarditis/sterilization complaints received on any device processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device malfunction or a quality deficiency during manufacturing.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic valve was explanted after an implant duration of approximately 26 months due to bacterial endocarditis. The explanted valve was replaced by another edwards' valve. The source of infection was not provided. Operative report indicates, "there were very dense adhesions throughout the pericardial space. The graft was completely sealed in fibrous tissue with no evidence of inflammation. The aortic prosthesis has small amounts of loose, soft material clinging to all three leaflets, consistent with resolving endocarditis but without evidence of tissue erosion or gross infection." The surgeon indicates that the reason for explant is not related to a device malfunction.